Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was oversensing and noise on the right ventricular (rv) lead that resulted in detection of two episodes and resulting with inappropriate anti-tachy pacing therapy. It was later reported that a replacement lead was unsuccessfully attempted and it was decided to explant and replace the competitor device. The rv lead remains in use and is being followed closely. No further patient complications have been reported as a result of this event.